Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl. Customer indicated that there have been site issues and that there may have been a kink or a bend in the tubing that led to the high blood glucose. Customer declined high blood glucose troubleshooting and indicated that their blood glucose is going down. No further details given.